Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 3 ml of clear fluid during processing of patient samples. The customer reported that there was white residue from the fluid leak beneath the instrument on the counter. The customer was wearing a lab coat, gloves, and a face shield at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. There is an exposure control plan in place at the facility. No erroneous patient results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the instrument and noted that the sweep-flow tank was not full and there was a small leak on the counter. The fse reviewed the instrument history logs with the customer. A vacuum integrity test was performed and the high vacuum notably dropped 0.5hg in 3 minutes. The fse flushed high vacuum tubing at the sweep-flow tank with warm water. There were no sweep-flow tank errors, and no further fluid leaks after running instrument for 1.5 hours. The fse cleaned the area of dried salt residue from diluent leak and verified the instrument performance. Failure mode is related to the sweep-flow tank. (B)(4).